Event description:
Information was received from the patient (pt) regarding their implantable neurostimulator (ins) . The reason for call was patient (pt) reported experiencing a zapping sensation when going to bed at night, which lessens when they lie down. Pt stated that their implant goes ¿dead¿ all night, and when they wake up, the implant is ¿dead¿ and they need to turn it back on. Pt also stated that their pain is immediate and is all back. Pt mentioned they need to charge for an hour, and their implant is now down to 30%. Pt stated that the battery runs down too fast if their intensity is too much. Pt also stated that their communicator stays red for too long when trying to charge it, and it won¿t come off the red indicator. Pt was advised to call in. Pt confirmed that the communicator battery showed green. Agent had pt turn airplane mode 'on' and 'off' and pt confirmed that the bluetooth was enabled. Agent had pt close all applications, launch the app and attempt to connect. Pt confirmed they were able to connect to the implanted neurostimulator and view the therapy screen with group b activated. Pt also confirmed that their stimulation was off. Agent had pt turn on their therapy, and the pt confirmed they were now receiving therapy. Agent had pt close all applications, launch the recharger app, turn on the wireless recharger, and attempt to connect. Pt confirmed that their implant was recharging and the battery level was at 30%. The pt was redirected to their healthcare provider (hcp) , and the national answering service (nas) number was provided.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.